Event description:
The product was used during an unspecified procedure. Reportedly, the needle broke. The surgeon was unable to locate the tip of the needle and used another suture to complete the procedure. The hospital has reported no pt injury occurred.